Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0057715, medical device expiration date: 2025-02-28, device manufacture date: 2020-02-26. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine" pen needle clogged during the injection. This occurred 1 time each in lot 0057715 and an unspecified lot. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported -found during injection they clogged. Claims flow check worked."

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. This occurred 1 time each in lot 0057715 and an unspecified lot. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported -found during injection they clogged. Claims flow check worked."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.